Manufacturer narrative:
Console was received from the field. Refer to (B)(4) - upgrade console per CAPA # (B)(4). The microtip was not returned for eval, possibly due to pt contact. It is not possible to verify an assignable cause for the issue without evaluating the alleged complaint unit. Insufficient info for a complete investigation. The DHR for lot # 06313-05 was reviewed. The units met MFR specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot # 06313-05. A review of lot history showed there were (B)(4) reported failures due to functionality. This lot has a failure rate of (B)(4).

Event description:
Handpiece primed successfully and acoustic signal was present during pre-procedure trail. Microtip failed after insertion, no acoustic signal.